Event description:
Same case as MFR. Report# 3005099803-2008-05133. It was reported that during a palliation colon stenting treatment procedure, the handle broke and the stent could not be deployed. The cancerous target lesion was in a tortuous location within the sigmoid colon. A wallflex enteral colonic 30/25x 12 230cm had been advanced to the target lesion. While attempting to deploy the device, the handle detached from the "exterior tube" and the stent could not be deployed. The device was removed and the procedure was completed with another of the same device. There was poor stent expansion due to strong tumor compression (advanced disease state). Five days later, another wallflex colonic stent was implanted inside the previously implanted stent to allow for "better expansion". There were no additional pt complications reported with the patient's current condition listed as "stable."